Event description:
Pressure injury noted on patient cheek. After examining the hollister anchor fast device, a raised bump on the adhesive pads was found, and was the same size and location of the pressure injury. Concern about a potential defect in the curing process of the pad/adhesive.